Event description:
It was reported that the catheter splines did not deploy correctly and then the guidewire could not be removed smoothly. During a pulse field ablation (pfa) procedure to treat atrial fibrillation a farawave catheter was used. The catheter was inserted after preparation, but it was found that the splines did not deploy correctly in the basket and flower shapes. Then the guidewire could not be removed smoothly from the catheter, requiring force to remove it. The catheter was replaced and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.